Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in performing a reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.